Event description:
On (B)(6) 2020, a relative contacted lifescan (lfs) us on behalf of the patient, alleging that their one touch ultra2 meter read inaccurately high compared to a onetouch ultra meter. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that that the alleged issue occurred on (B)(6) 2020 at an unspecified time before 16:00. The patient obtained an alleged inaccurate high blood glucose reading with the subject device but no result was provided to the cca. The patient manages their diabetes with insulin, "11 units of novolog. Adjusts according to meter result". The patient took 11 units of insulin in response to the alleged high result. It was reported that, at 16:00 the patient developed "diabetes shock" with symptoms of "convulsing, sweating profusely, could not talk, could not move, she was incoherent, looked dazed, thirsty, screaming, eyes rolling, could not focus, hands crumpled". The result from the patient's ot ultra2 was being compared against results fom a ot ultra meter but no specific results from this meter were given. The patient was treated with ginger ale and orange juice by her daughter and emergency medical services (ems) were called. They performed a blood glucose reading with an ems meter and obtained a result of "40 mg/dl", in response to this result "a medicine that looked like toothpaste was given by the paramedics which was mixed with ginger ale". During troubleshooting, the reporter was unable to confirm if the unit of measure was set correctly on the subject meter. A replacement device was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject device.